Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of aortic valve stenosis, dyslipidemia, hypertension, smoking, and severe chronic obstructive pulmonary disease underwent an initial implant procedure with a transcatheter aortic valve evfxplus-26. The patient was classified as nyha functional class ii and was receiving ongoing treatment with beta-blockers and statins. Baseline electrocardiography revealed first-degree atrioventricular block, right bundle branch block, and left anterior fascicular block. During hospitalization, a pacemaker was implanted on (B)(6) 2025. No acute complications were reported during the procedure. Echocardiography at discharge showed no abnormalities, and the patient was discharged home.